Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple severe hypoglycemic events over the last 4 months which resulted in third party intervention. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.